Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were experiencing pain in the implantable neurostimulator (ins) pocket, but noted that it was helping their urinary symptoms. The patient stated that they were not sure if it was from the stimulator or a pinched nerve due to their back problems. The patient reported that their buttocks felt like it was being stuck with a needle. The patient stated that they could not get out of the chair and that their buttocks was just killing them, they could not walk or ride a bike. The patient stated that they called their healthcare professional (hcp) office and talked to a nurse, but the patient was hoping that their hcp would call back. The patient noted that they had not tried turning the stimulation off to see if that made a difference and confirmed that they therapy was on. The patient stated that they had also tried program 4 for 2 weeks and changed to program 1 on the morning of report. The patient turned stimulation off and noted that the sensation stopped. Shortly after turning stimulation off the patient stated that they could feel the pain subsiding, but was not sure they wanted to leave stimulation off too long because it was working great for their symptoms. The patient was advised to follow up with their hcp to discuss symptoms. No further complications were reported or were expected. Additional information was received from the patient. It was reported that they had pain at their ins site. Patient reported they injured themselves in the bathtub. Stated their ins site is bruising, further stating that their ass is bruising all the time at the ins site. Patient reported they bump into lots of things at the ins site since implant, the bed, wall, toilet and recliner were all mentioned. Patient stated they cannot feel the ins through the skin since implant. Patient stated they received a letter and answered the questions on the call. Patient stated they did not know the cause of the pain, and it had not been resolved. Patient stated they are still in pain. They reported that a fall may be related to the pain as reported above. Additional information was received from a consumer and a manufacturer representative. It was reported that the main reason for the patient¿s implant was for frequency. It was noted the patient experienced urgency when they turned it up; they saw two manufacturer representatives and was told to wait at least a week between adjustments. The patient had been increasing the setting and it was noted when they needed to void, nothing comes up. The patient had an issue with constipation and had been drinking lots of miralax and water. It was then reported that the device was great and it helped a lot with frequency and constipation; it was noted the patient was aware it wasn¿t approved for constipation, but it had helped them and their bowels were softer. The patient¿s stimulation was on and they could feel it. It was noted the patient still could not stand up straight since surgery, so they walked slower. The patient had a pet scan and had to fast, only drank water with miralax and that really affected them and they had problems since then; the patient fasted then ate some cookies and had cramps. It was noted the patient would call their healthcare provider¿s (hcp) office and request to speak to a nurse regarding recommendations for using miralax and having the device checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had been "peeing all the time" and could not sleep. The patient felt that they were urinating too much so they turned stimulation up on the day of the call, but when the patient reached stimulation of 1.9 it was "stinging" so the patient reduced to 1.7 or 1.8. The patient indicated that they could feel a little bit of a tingle "going on" during the call and that the night prior to the call the device worked great because the patient only had to urinate one time. According to the patient when they urinated they had a bowel movement and took too much miralax. Furthermore the patient indicated that they had constipation and takes metamucil. The patient went on to say that they had previously talked with a manufacturer representative (rep) about urgency and stinging and was advised to reduce stimulation. The patient felt that the device worked fine and indicated that they loved it and it was great, but the patient's "pussy was stinging " and it "stung like hell." When the patient felt the stinging they reduced stimulation and when they urinate too much they increase stimulation. It was reviewed with the patient that it can take time for the body to respond to changes in therapy and was advised to track their symptoms and follow the guidance provided bytheir healthcare provider (hcp). Additionally, the patient indicated that their "ass hurt" and that they were told that they should have been fine 6 weeks post implant, but was still in pain. The caller indicated that the patient can squat, but cannot bend forward noting "its sporadic." Lastly the patient indicated that the patient programmer (pp) batteries had deleted and the patient was needing to change the pp batteries every two months. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. Additional information was received from the patient indicating that they were peeing too many times at night and noted they had turned the stimulation up 4 times in t he last month. The patient reported they were on 3.0 and wanted to know if that was too high. It was reviewed that as long as it was comfortable it was not too high. The patient also mentioned their constipation and diarrhea, and noted they were taking a laxative. No further complications were reported.